Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 5 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 due to an acute hemorrhagic stroke. No additional information was provided.